Event description:
After a laparoscopic cholecystectomy procedure in which the cystic duct and artery was sealed, the pt's hemoglobin dropped significantly and was re-adimtted to the or. At this time the clips were found to have come adrift from the artery and was seen as the cause of the blood-loss. The pt made a full recovery, but did spend several days in intensive care and remained weak for some time following the experience. The surgeon stated that the clips that came away from the cystic artery were found in the abdomen and appeared to have the arms slightly crossed. Procedure type: laparoscopic cholecystectomy pt sex: unk